Event description:
It was reported the unit burned while not in use, damaging several personal items. The customer contacted us with a demand for reimbursement. The unit is being sent to us for examination as part of the investigation we requested our insurance carrier to conduct, but has not yet arrived. The customer's description of the event was inconclusive, and proved to be inconsistent with the photos provided by our insurance investigator. We will file appropriate follow-up reports as more information becomes available.